Event description:
Procedure: laparoscopic nephrectomy. Pt sex: unk. According to the reporter: the balloon broke during the procedure, a piece of the balloon was retrieved. A similar device was used to complete the procedure. There was no report of impact to the pt.